Event description:
The customer reported that this right ventricular (rv) lead exhibited high pacing threshold measurements of 3.1v at 1.0ms. This lead was surgically abandoned and replaced with no issue. This rv lead is out of service. No adverse patient effects were reported. The lead was actively implanted for approximately 13 years, 7 months.

Manufacturer narrative:
The lead was surgically abandoned, and it has not been returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.